Event description:
On (B)(6) 2025, the user reported experiencing blood glucose (bg) readings that increased from 350 mg/dl to 381 mg/dl. The agent advised the user to change supplies and recheck bg levels. The user declined a follow-up call. The call concluded without medical escalation, hospitalization, or reported adverse health effects. No treatment or clinical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.